Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software. System operates as intended.

Event description:
It was reported that the system will bring up the wrong pt when recalling images. No pt injury was reported.